Event description:
Consumer claims to have been pierced with inverness ear piercing system on 1/24/99 at a retail vendor. A few days later the ear was swollen and she sought medical treatment to remove the earring. The consumer was prescribed antibiotics.